Event description:
It was reported that, when the patient presented device data via remote transmission, oversensing of myopotential signals were observed. Diagnostic anomaly was suspected. Programming changes and induction test were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.